Manufacturer narrative:
Device still implanted.

Event description:
The manufacturer received the following information through the sure avr registry: on (B)(6) 2020, a perceval valve pvs23 was implanted in aortic position via median sternotomy. A concomitant CABG procedure was performed. The site reported a post-operative complete heart block / a new conduction abnormality that occurred on 13(B)(6) 2020, and required a permanent pacemaker to be implanted on (B)(6) 2020. The patient was discharged from hospital on (B)(6) 2020. The echo performed before the discharge ((B)(6) 2020) showed the absence of device malfunctions.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(6) and the nitinol stent as they pertain to the reported event, were retrieved and reviewed by the manufacturer. The results confirmed that this valve and component satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the device remains implanted, no further device investigation is possible at this time. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, per the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.